Event description:
After 3 days of implantation, the device was explanted because of a timing discrepancy. It delivered short pacing intervals in certain modes. After implantation, the analysis of the egm strips, surface ECG strips and ICD memory showed that the delivered eps sequence was not the programmed one. Three days later, this timing discrepancy was still present and the device was explanted to avoid any pt safety issue.